Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had a significant increase in atrial tachy response (atr) events. The atr events were noted to be short in duration but increased from 9 events to 2,500 events over the last year and oversensing of noise was suspected. Atr duration has since been reprogrammed. Technical services (ts) was contacted for troubleshooting recommendations. Review of data noted the longest atr episode was 14 seconds, and threshold, amplitudes, and impedances are stable. Ts recommended provocation maneuvers. No adverse patient effects were reported.